Manufacturer narrative:
The investigation determined that a non-repeatable, falsely elevated, vitros trop I es result was predicted from a single patient sample, when processed on the vitros 5600 system. Vitros tropi es precision testing demonstrated the vitros 5600 system was operating as expected. There was no evidence found to suggest an analyzer or reagent malfunction contributed to the higher than expected results. The investigation also determined the affected sample had been centrifuged within the tube manufacturer's recommendation. Therefore, it is unlikely that pre-analytical sample preparation contributed to the event. A definitive root cause for the event could not be determined.

Event description:
The customer obtained a higher than expected, non-reproducible vitros tropi es result (0.413 ng/ml) from a single patient sample processed on the vitros 5600 integrated system. The same sample was retested and the repeat result (repeat <0.012 ng/ml) was believed to be the accurate result. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The falsely elevated vitros tropi es result obtained from the patient sample was not reported from the laboratory and there was no report of patient harm as a result of this event. (B)(4).